Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v526909, implanted: (B)(6) 2010, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the therapy never worked for the patient and it caused more problems since the implant. It was reported that the healthcare professional (hcp) would turn up the device so high it would shock the patient and make the patient's leg kick out, then they would laugh about it. It was stated that the staff would tell the patient they didn't know it was going to do that. The patient stated it was like torture to the patient, so the implantable neurostimulator and leads were removed 3 - 4 years ago. There were no further complications or anticipations reported with this event.